Event description:
Pt reported obtaining back-to-back blood glucose results of 100 mg/dl and 300 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. Pt noted that she was feeling nauseous at the time and had taken only her normal diabetic medication. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.